Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Kunal vakharia,muhammad waqas,hakeem j shakir,felix chin, joelle n hartke,1 hussain shallwani, jeffrey s beecher, adnan h siddiqui, elad I levy. Versatile use of catheter systems for deployment of the pipeline embolization device: a comparison of biaxial and triaxial catheter systems. Doi:10.1136/ neurintsurg-2019-015610 medtronic literature review found a report of complications after the use of pipeline. The purpose of the article was to compare the use of biaxial or triaxial catheter delivery systems for intracranial aneurysm treatment with the ped. The mean±sd age of the patients in the catheter system groups were comparable (55.8±14.3 years in the biaxial group vs 56.0±13.1 years in the triaxial group). - 1 patient in the biaxial and 2 patients in the triaxial experienced thromboembolic complications.